Event description:
Pt not feeling well and did not eat. Pt later passed out. Paramedics were called. The paramedics used the pt's suspected device and obtained a blood glucose reading of 156mg/dl. They took pt to the hosp where a lab blood glucose result was 39mg/dl. Normal medications were taken on the day of this incident.